Event description:
The valve was explanted approx 7 months post implant due to stenosis reported to be caused by calicification. The 79 yr old pt had pulmonary hypertension and allergy to salysyl acid.